Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic after receiving an alert transmission via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator had long charge time. Maintenance in clinic with continuation to monitor the patient were discussed. No further information was available.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of long charge time was confirmed in the device image. Long charge times were not seen on the bench. Long charge times were unable to be reproduced. Bench testing found the device to be normal. The cause of the charge timeout remains undetermined.